Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 450 mg/dl to displayed as ¿high¿ with ketones; however, a specific value for ketones was not provided. Customer required assistance to administer correction injections or deliver a bolus to address the high bg. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.